Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 information was received from a representative and healthcare provider (hcp) regarding a patient receiving intrathecal pain medication via an implanted pump system. The drug was not known, though it was not baclofen. The hcp stated that there was too much drug in the reservoir the past two refills. The patient was to have a catheter replacement on (B)(6) 2015, and the reason for the revision was unknown. Additional information was requested to determine when the issue with the device was first identified, what symptoms the patient experienced, and what troubleshooting was performed in relation to the issue.